Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of hypertension is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with a non-st-elevation myocardial infarction and three (3.0x33mm, 3.25x23mm, and 3.25x33) xience sierra stents were implanted. On (B)(6) 2019, the patient was re-admitted with unspecified cardiovascular symptoms and a hypertensive heart. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.